Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'would have #9 key broken' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be key #9 I not work at all. The keypad will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump number 9 key broken in the keypad. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.